Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the arterial tubing was kinked at the filter. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device for eval. Visual inspection did not confirm kinking on the arterial filter line; however, kinking was present on the centrifugal pump line. The location of the centrifugal pump in the pack has been changed to address the issue. A review of the device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).